Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) was observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.